Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported crown instability. Upon clinical evaluation, it was found implant malfunction. Clinician tried to seat abutment but internal hex of the implant distorted. Could not seat encode. Implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bopt6510, (3i t3® tapered implant 6/5 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached external threads. The implant's drive feature was seen damaged. Additionally, stuck inside the implant was a non-zimvie removal tool. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022060470. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022060470 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿functional other¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.